Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not annunciating audible tones for alerts/alarms. Customer's blood glucose was 303 mg/dl. Reportedly, customer will continue to use pump for insulin therapy.